Event description:
The sheath was placed in upper arm dialysis fistula for an angiogram and post procedure, when sheath was being removed, the hub separated from the sheath. During the second occurrence, the hub again separated from the sheath, access was lost, and physician had to start the procedure over. Pt had to be accessed a second time and a new sheath was placed. Pt is in stable condition.

Manufacturer narrative:
Additional surgical procedure is not listed in the instructions for use. Separates is not listed in the instructions for use. The devices were not returned to assist in this investigation; however, it is reported that the proximal fitting separated from the sheath on two devices during the same procedure. Per quality control specifications, there is 100% inspection, confirm flare on proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in fittings. There is also a visual examination that the cap is snapped onto body. The strength of the junction between the introducer sheath and hub meets requirements of iso 11070, which is 15m and has been confirmed through design verification testing. Without benefit of examining the complaint devices, it is difficult to determine with certainty why the physician experienced the described difficulty. We have notified the appropriate internal personnel and continue to monitor complaints for similar occurrences. A risk analysis was previously performed by quality engineering regarding the failure mode of hub separation for r(y)cf(n)(w)- introducers less than 9fr and concluded that no risk reduction activities are necessary. With the addition of this complaint, the risk to pt remains acceptable.